Event description:
It was reported through the results of a clinical trial that a stent was placed in the left superficial femoral artery and popliteal artery. Following stent placement, drug-coated balloon was used within the stent and following up imaging demonstrated bleeding in the lateral aspect of the stent. An angioplasty balloon was inflated over the dissected area. The patient was re-evaluated and remained stable and the procedure was concluded. Sometime post stent placement the patient expired; however, the cause of death was not related to the device.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: h6 (method). H11:section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the lot number was not reported, the sample was not returned. A manufacturing review could not be performed. Investigation summary: a physical sample was not returned, and images have not been provided. The reported event could not be re produced which led to an inconclusive evaluation result. A definite root cause for the reported event could not be determined. Labeling review: the lot number/ product code was not reported and a physical sample or image was not provided. A stent was implanted but it was not known which stent product was involved (indication). It was assumed that a vascular system was used for treatment, therefore, the currently valid version of the vascular IFU was considered as relevant. Correct stent deployment as well as pre dilation and post stent expansion were found described.

Event description:
It was reported through the results of a clinical trial that a stent was placed in the left superficial femoral artery and popliteal artery. Following stent placement, drug-coated balloon was used within the stent and following up imaging demonstrated bleeding in the lateral aspect of the stent. An angioplasty balloon was inflated over the dissected area. The patient was re-evaluated and remained stable and the procedure was concluded. Sometime post stent placement the patient expired; however, the cause of death was not related to the device.